Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a paper lid and a winding former with a suture piece of product were returned for analysis. This product code is double armed. During the visual inspection of sample, the needles were not received for evaluation to determine the assignable cause of needle pull. The suture piece was examined and could not be dispensed of tray; since it has begun with the process of degradation and the time of exposure of suture to the environment could not be determined. The foil was examined and showed delamination, multiples wrinkles and holes in cavity on the top and bottom foil package due to excessive manipulation. As the needles were not received and the condition of the suture received, it could not be determined what may have caused the reported incident.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. After opening the foil, the suture and the needle were found to be separated. No patient consequences. Upon evaluation of the product sample, there were holes in the suture package.